Manufacturer narrative:
Concomitant medical products: boston scientific g150 crtd, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high / unstable impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.